Event description:
Customer reported going to the hosp due to not trusting the device results. Hosp device = 120 mg/dl. Customer's device = 358 mg/dl ten minutes later. Two hours later, device = 586 mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.